Event description:
The customer reported that the system did not boot up properly. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found a mechanical defect on the system that was normal wear and tear, so he replaced the part. The system operates as intended.